Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The insulin pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and high blood glucose. The blood glucose at the time of the incident was 409 mg/dl. The customer stated that she had a high blood glucose because she drank a glass of soda and two candies. During the high pressure test, the insulin pump had a motor error alarm. When the customer did another high pressure test the insulin pump alarmed motor error again. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.